Event description:
A surgeon reported a patient experiencing glare and hazy vision following an intraocular lens (iol) implant surgery. The surgeon also reports that on examination, the iol has thousands of little dots through the whole material. In a follow up, the surgeon reported that the patient's symptoms continue.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 04/24/2009.